Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, 7170q lead, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing to high threshold measurements with no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.